Event description:
During preparation for use, the facility technician observed that the device failed to activate. The device was immediately sent for repair. There is no patient involvement. Upon evaluation of the returned device, it was observed that the device yielded no image on the monitor screen. This is attributed to a faulty receptacle unit. This medwatch is being submitted for the reportable issue of no image for the device as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image on the monitor screen. This is attributed to a faulty receptacle unit. In addition it was noted that there was dust inside the device that needed cleaning, front panel found broken, crack on the power switch which was also dirty, scratch on top cover and chassis, dent on tank socket and rear panel, and minor corrosion on rear panel. The user¿s complaint of no activation was not duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, e1, e2, e3, g3, g6, h2, and h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty receptacle unit. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.